Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) further reported that the cause of the impedance issue was suspected lead damage but it was not confirmed. The symptoms the patient experienced were painful. The troubleshooting performed were "reprogrammation" and impedance testing. The device will not be returned.

Manufacturer narrative:
Concomitant medical products: product ID 387745, serial# (B)(4), explanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the lead was replaced on (B)(6) 2010 because of an impedance issue. Additional information has been requested regarding the patient symptoms, troubleshooting performed and results, and potential causes or factors, but were not available at the time of the report.